Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information for a complete pump reset and guided them through the process. After the pump was reset, the error code did not reappear, and the caller successfully began their sensor session.